Event description:
During a ptca procedure in a 99% stenotic lesion in the obtuse marginal branch, the physician experienced deflation difficulties. The balloon had been inflated to unknown atmoshperes, and then the physician could not deflate the balloon. The catheter was removed. Another maverick2 was used and the same problem occurred. A third balloon catheter was used to successfully complete the procedure. No patient injuries or complications occurred. Same case as manufacturer report # 6000089-2003-00153